Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not showing on station. A field service engineer informed that the customer refrigerator was configured as remote stock and required attachment of a smart remote manager (srm) and reconfiguration. The srm was installed, then removed from the main hospital refrigerator and installed on the urgent care facility refrigerator. The unit was subsequently configured on the station to resolve the issue and tested successfully in diagnostics and application. The system functioned as intended after the field service engineer repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that the refrigerator device was not built/configured on the bd software. As a result, the customer cannot run temperature reports and cannot locate the refrigerator device when searched within the system. The customer requested that the refrigerator be added to the software configuration. It was also noted that the asset previously listed was inaccurate, as there was no asset associated with the urgent care pyxis (sml-uc), which was the affected unit. Additionally, the customer reported a refrigerator failure that occurred yesterday, and no temperature alert was generated on the health sight server because the refrigerator was not set up on the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.